Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was retained by the customer.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past three months from date manufacturer was made aware.